Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. A product history review was performed and confirmed that the pump passed all post sterile inspections checks. Any device contacting the heart wall in conjunction with a poor patient condition could result in ventricular tachycardia/ventricular fibrillation (vt/vf), but since fluoroscopic imaging and/or sufficient clinical details were not provided, a relation between impella and the vt/vf is unable to be determined. As the necessary clinical information was not provided and the device was not returned, the root cause of the vt/vf was not determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 56-year-old female patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient was placed on an impella cp support after the patient started to decompensate while being treated for st-elevation myocardial infarction. During the insertion of the impella, the patient went into ventricular fibrillation. The patient was shocked and then went into a 2nd degree heart block. A temporary pacemaker was placed.

Manufacturer narrative:
The investigation for the reported cardiac arrhythmia has been completed. As the necessary clinical information was not provided and the device was not returned, the root cause of the cardiac arrhythmia was not determined. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.